Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, the injector slid under lens with no patient contact. Additional information was requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of injector slid under lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available. Furthermore, per the reported information, the company lens was used with the company iii handpiece. Per the company intraocular lens (iol) directions for use (dfu) the company lens is only qualified with the company IV handpiece. Therefore, the root cause of the reported event is use error. The manufacturer internal reference number is: (B)(4).